Manufacturer narrative:
It is indicated that product is not returning for eval. Therefore, investigation of the complaint to determine root cause cannot be completed. Since the product associated with the complaint was not returned, a review of in-house testing data was performed. Retain strip testing results met both accuracy and repeatability criteria. The products performed as expected and no product deficiencies were observed. Although the root cause analysis did not include return testing, improper techniques and improper use of the meter were identified in the complaint. These could not be ruled out as a cause of the unexpected results. Root cause could not be determined from the info provided by the customer. The mfg records for the lot were reviewed. The non-conformance associated with this lot was not relevant to the initial complaint and does not affect product performance. No further investigation will be pursued at this time. Based on the info available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
"Caller alleged imprecision when testing with inratio. Results as follows:" 1.3, 3.3, 3.7. Tests were performed within mins of each other. Therapeutic range: 2.4 - 3.0. Pt self tester lifts up the meter when she is ready to apply the blood drop. Sample is not applied immediately after fingerstick; added multiple drops of blood; first drop of blood not used; touched finger to sample well. Pt self tester noted that she has normal bruising but is not concerned.